Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low sensing, under-sensing and low pacing impedance. After un-fixating the device, the helix was noted to have sprung. The device was not used, and a new one was implanted. There were no patient consequences.